Event description:
Reportable based on device analysis completed on 20jan2023. It was reported that balloon damage occurred. Vascular stenosis was obtained at fistula site. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation, but the balloon was damaged during inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed balloon circumferential tear.